Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up with the site to gather further information. A follow up report will be provided upon receipt of any relevant information.

Event description:
On (B)(6) 2025, a percival plus valve pvf-m was implanted during an aortic dissection case in a patient. Following repair of the dissection, it became evident that the native aortic valve was not functioning as expected, necessitating an avr. A medium percival plus was initially sized and implanted; however, it was positioned too deep and decided to explant it. As there was only one set available on site, they opted not to reuse the medium size and instead implanted a large size. After further consultation, a clinical decision was made to proceed with the large device provided the post-deployment echo was satisfactory. The post-deployment echo results were favorable, and the large percival plus remained in implanted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information was provided despite manufacturer's multiple attempts of follow up. Based on the information available, the valve was positioned too deep. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the cause of the event was related to malpositioning (use error).